Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep. Said pt's trial went well, but after pt was fully implanted they started feeling psychologically different and did not feel the therapy was providing the same level of relief. Mdt rep. Said the pt reported to them via phone and then in person on friday that the scs device made them feel confused and uncomfortable and mdt rep. Said the pt was "talking out of her head." Pt reported "altered mental status" after implant. Pt said symptoms started after implant date. Issues had not gotten worse, but had not resolved since implant date. Mdt rep. Reprogrammed pt to address therapy needs and then mdt rep. Met with pt today at post-op follow up and pt continued to report persistent phycological issues that had started post-implant. Pt was redirected to phycologist for evaluation. Pt had not harmed themselves or anyone else. Mdt rep. Calling to document issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient went to her post op appointment the following week after their conversation that friday. Their colleague was present at pt postop appointment and per colleague pt is making arrangements to get the device removed. Rep is not sure if the patient had the device removed yet or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported they were informed by the physician that they removed the device at the patient's request. Rep was not present for the case. Rep noted there was no device issue alleged and the ins was disposed of at the time of explant. Rep reported this issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.